Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for an in-clinic follow up. Upon interrogation, the patient's right ventricular (rv) exhibited oversensing of noise which resulted in inhibition of pacing. No additional interventions were performed. The patient was stable before, during and after the event.